Manufacturer narrative:
(B)(4). Batch # r5939u . Investigation summary ==> the analysis results showed that one gst60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after the firing across the stomach during the lap sleeve gastrectomy the dr. Noticed that the staple line with seam guard was not clean. It looked jagged and was bleeding on the 1st and 3rd fire (black - gold). He went and looked at the staple cartridges and noticed that several of the cartridge drivers had not fully engaged like the other drivers. It coincided with where the bleeding occurred. He completed the case and controlled the bleeding with the clip applier (el5ml). There were no patient consequences reported.